Event description:
In a literature review, it was reported that during a kyphoplasty procedure, one patient sustained a permanent monoparesis of the left leg following a misguided puncture of the spinal cord with the jamshidi needle. It was reported that this was due to a technical error of the surgeon. No additional information was provided.

Manufacturer narrative:
Report source: "1150 kyphoplasties over 7 years: indications, techniques, and intraoperative complications" by nicholas mcarthur, md christian kasperk, md; martin baier, md; michael tanner, md; bernd gritzbach, md; oliver schoierer, md; wolfram rothfischer, md; gerhard krohmer, md; jochen hilmeier, md; hans-jurgen kock, md; peter jurgen meeder, md; franz-xaver huber, md taken from ortho supersite, orthopedics 2009;32:90. Other, device not returned, internal review of literature.